Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A technician reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/31/2010, 04/21/2010, and 04/22/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4).